Manufacturer narrative:
Patient weight is unknown. Implant date is not applicale since the product was never placed. Explant date is unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.